Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion, the dilator cracked, kinking the swg. The dilator and swg were removed with difficulty. As a result, a new kit was opened and used to complete the procedure successfully. There was a delay in treatment but not harm was caused to the pt. No complications or death occurred to the pt. The event occurred in the resuscitation dept to a (B)(6) yr old pt. See MDR 3006425876-2014-00042 for the second issue with this sample.